Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, proximal diagonal coronary artery, after pre-dilatation with a 2.0 x 12 mm trek balloon the 2.0 x 15 mm xience xpedition stent delivery system (sds) was advanced using a dottering technique when the marker portion near the shaft/hub separated into 2 pieces. The sds was removed from the anatomy without reported issue. A different 2.25 x 15 mm xience xpedition was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.